Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "short battery run time" is confirmed. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. Per the operator's manual, battery life is dependent on usage and maintenance of the battery. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release teleflex assessed the risk for the reported complaint. There are no new or revised risk. This issue will be monitored for any developing trends. No further action at this time.

Event description:
It was reported via field service report l700770. The screen went white and pump turned off and back on while on patient transport. Pump would turn off and back on again when "pump on" was pressed. The battery and power supply were replaced. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service report (B)(6). The screen went white and pump turned off and back on while on patient transport. Pump would turn off and back on again when "pump on" was pressed. The battery and power supply were replaced. No patient complications reported.